Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. On the same day, the patient suffered a peri-procedural non q wave myocardial infarction, 3rd udmi. The mi occurred in the lad. The investigator assessed the event as causally related to the index device but not related to anti-platelet medication. The patient recovered.